Event description:
It was reported that during an unknown procedure the device was leaking when they pulled a device out of the trocar. The case was completed with the trocar. There was no patient consequence reported . The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.